Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the substance looked like oil. There was no fragment that fell inside the patient. Oil leak was found prior to surgery. There was no patient harm. The device was not used on the patient. The broken part of the tip was not completely detached from the instrument. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8 mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was unable to be tested due to the physical damage condition in which form was returned from customer. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation(s) not reported by site: the instrument was found to have a broken distal clevis at the section of the push rod. The broken piece was not returned, measuring roughly 7.80 mm x 4.30 mm in size. As result of the detached piece, one of the rivet and one of the endcap was broken and also not returned with the instrument. The component are broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. In addition, one of the grip tip detached and also was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to start of da vinci-assisted benign hysterectomy surgical procedure, an oil-like liquid had leaked from the surface of the 8mm fenestrated bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.